Event description:
It was reported that the fiber tip broke at the start of the prostate vaporization procedure. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the glass cap that has the potential for forward firing. The metal cap exhibited moderate debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Based on analysis result, the interaction between the user and device, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that the fiber tip broke at the start of the prostate vaporization procedure. The procedure was completed with another fiber without patient complications.